Event description:
It was reported that during a posterior fixation procedure, a matchhead tool was damaged while creating the first pilot hole. The damaged product did not contact the patient. The remaining damage in the vertebral body was explanted, and the procedure was completed with a spare product. A procedure delay of approximately 20 minutes was reported. It was reported that there was no patient impact. On follow-up it was reported that there were fragments left inside the patient and the damaged part was removed from the vertebral body. The tool was damaged at the shaft near the tip.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was discarded by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.